Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following stent deployment, a 5.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the pressure did not increase and it was determined that the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 6.00mm x 15mm nc emerge balloon catheter at a low pressure. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting at the distal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following stent deployment, a 5.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during inflation, the pressure did not increase and it was determined that the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 6.00mm x 15mm nc emerge® balloon catheter at a low pressure. No patient complications nor injuries were reported.